Event description:
It was reported that, during an arthroscopy procedure, the healicoil implant was weak at the sides. A moderate force was applied and the suture pulled right out after breaking the anchor into multiple pieces. No delay and the same device was used to complete the procedure as only one of the sutures unloaded. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image revealed that an anchor was broken outside the case through an application of force on the suture. The email specified that breakage in the image was not related to the case and did not occur during surgery. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the healicoil implant was weak at the sides. A moderate force was applied and it pulled right out after breaking the anchor into multiple pieces. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.